Event description:
It was reported that during a routine pulse generator check, a lead impedance measurement anomaly was found. The patient is not dependent and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.